Event description:
During a plateau change, it was noticed that the inlay screw was broken. The entire tibia had to be replaced.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.

Event description:
During a plateau change, it was noticed that the inlay screw was broken. The entire tibia had to be replaced.